Event description:
It was reported that pump displayed repeated cartridge alarms, including cartridge alarm 20, with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump therapy, and technical support arranged a warranty replacement pump, provided instructions for placing problematic pump into storage mode and returning it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.